Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
The protrack rf anchor kit was used in a transseptal procedure. After delivering rf energy from the rf generator and achieving successful puncture, the physician encountered difficulty in advancing the rf wire into the left atrium. After attempting with two rf wires, the physician was able to advance the dilator to maintain left atrial access while the rf wire was removed and exchanged out for a guidewire. The procedure was completed without further complications. There is no suspected device problem. However, baylis medical has decided to report this event due to the resulting procedural delay. As two rf wires were used in the case, separate MDR reports have been submitted for each device. The report for the second device has been submitted under MFR report #: 9710452-2016-00006.